Event description:
A malfunction was reported on a customer's pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided assistance to reset the pump, after which the malfunction did not recur, allowing the customer to continue using the device. The customer was advised to contact support again if the problem happened again and confirmed understanding of the guidance.